Event description:
Reportedly, as an attempt was made to remove the specimen through the trocar using a large grasper, a piece of the cannula chipped and disengaged into the pt cavity. However, the piece of the cannula could not be found. Procedure: splenectomy.